Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a bent jaw. The instrument was last used in a unilateral inguinal hernia procedure. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.192" x 0.564" was found to be broken off. The broken piece was not returned.